Manufacturer narrative:
Following device arrival, a device analysis was perfomed. Device analysis report signed on mar 04, 2025. Complaint final report, signed on mar 09, 2025, revealed that: 1.the review of the DHR (device history record) of lot # lnrkra0692 on mar 05, 2025, indicates that the product was supplied meeting specifications. 2. Review of the IFU was performed on mar 02, 2025. No deviation of IFU was reported. 3. The results of this investigation indicate that the returned product was supplied to the customer meeting specifications, and that the reported event is a consequence of user handling/ technique and challenging anatomy. 4. It should be noticed that the distributor's statements are sometimes inconsistent and do not align with our findings: the stent and the system are showing deformation due to vessel tortuosity/ angulation and/ or excessive force use, while on feb. 05, 2025, the distributor declared that no excessive force was used and no resistance/ friction was felt during the procedure. 5.the IFU is signaling that inducing negative pressure while introducing the system toward the lesion may cause stent dislodgement. Without proper angiogram or accurate additional information there is no option to verify or deny this option as the event's cause. 6. A new classification for the event reported should be added: stent, damaged, in patient. 7. No relation was found to medinol's manufacturing processes. 8. The events of this complaint are addressed in the dfmea report # (B)(4), rev.12, and the risk remains low. No new risk was identified. 9. There was no injury to the patient. 10. No corrective action is required for this complaint.

Event description:
The following information was received from the distributer on jan 13 2025: description of the complaint- in intake form. There were no issues prior to the procedure, but when attempting to insert it into the lesion, it was found that the stent was missing from the balloon. Upon urgent removal, it was confirmed that the stent had shifted to the rear of the balloon. Description of the complaint- in mail: 1. There were no issues about the product prior to the procedure. 2. But when attempting to insert it into the lesion, it was found that the stent was missing from the balloon. 3. It was subsequently removed after balloon expansion. 4. It was confirmed that the stent had shifted to the rear of the balloon. There was no injury to the patient.